Manufacturer narrative:
Complaint is a non-reportable malfunction. Device was returned for examination and the investigation results yielded updated information. Upon receipt was noted through visual examination that the handle of the driver not the driver tip was broken off. This complaint file is a non-reportable malfunction as there was no report of any adverse consequences to the patient or of any delay. The handle is on the superior end of the instrument. If this type of event were to recur, breakage would be readily detectible and it is unlikely that the broken pieces would fall into the surgical site. A supplemental medwatch report will be submitted reflecting investigation results. One (1) moss miami outer tightener [product code: 2750-15-100, lot no: 0211mi] was returned to the complaints handling unit (chu) for evaluation. Visual examination noted that the instrument¿s long handle had broken off. It was noted that it was a clean break as no parts from the long handle remained inside the instrument. The loctite, which is used as a bonding agent, appeared to be cured as intended. No other defects or anomalies were noted with the shaft and the short handle. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the long handle breaking from the instrument cannot be positively determined. One probable root cause may likely be impact i.e. If the instrument was dropped. Overtime this could potentially lead to the handle breaking off from the instrument. However, the handle breakage was found in a returned loaner kit. As such, it is unknown at which step in the process this fault occurred. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Head of tightener has broken off. No other information supplied. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.